Event description:
On (B) (6) 2007, the patient was implanted with an scs system. On 04/23/2010, the patient's husband reported that the patient felt a burning sensation at the ipg pocket. The patient continued to use the device. On (B) (6) 2010, it was reported that the sales representative met with the patient and that the patient was highly sensitive at the ipg and lead site. The leads are placed very superficially and the patient is extremely thin. The physician believes that the lead placement is nearer to the nerves within the skin, than if they were placed in the percutaneous layer. The leads are visible through the patient's skin. The patient does not show any signs of infection. The patient has been referred to another doctor and will likely have the devices reimplanted at a greater depth.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.